Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The front panel display assembly was replaced. Performed ovp and performance check all passed. All work accomplished per vela service manual rev. F. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced no display. There customer confirmed that there is no patient involvement on the associated event.